Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Therefore the rv lead will be extracted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 2 - ventricular nst=200 ms on (B)(4)-2011 at 06:28:55 and 06:29:00. One - vf=200 ms average v-cycle on (B)(4)-2011 at 06:29:04.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.